Event description:
It was reported that during a left transcarotid artery revascularization (tcar) procedure, the enroute 0.014" guidewire had difficulty advancing into the internal carotid artery (ica). The physician performed a second access but was unable to advance the enroute 0.014 " guidewire into the vessel. The procedure was converted to carotid endarterectomy (cea). The physician reported that imaging did not reveal a dissection flap, but revealed bruising (intramural hematoma) on the backwall of the carotid going to ica bifurcation.